Event description:
Customer reported her insulin pump had multiple alarms. Customer is off the device and on manual injections. Customer's blood glucose is 97 mg/dl. A temporary basal was not programmed before the alarm. The device was stored without a battery for an extended period of time. Customer was advised that the device experienced an unexpected restart. This is normal device behavior. Customer was advised to monitor the device and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.